Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc for analysis. Signs of use in the form of biomaterial were observed on the catheter and each extension line. The distal end of the catheter body had been truncated and was not returned. Visual inspection revealed no obvious defects or anomalies in the extension lines. Each extension line was observed to be secure to its respective luer hub. The catheter length before the point of separation measured 168mm which is not within the specification limits of 207-227mm per catheter graphic. This indicates that between 39mm and 59mm of the catheter was severed and not returned. The proximal extension line outer diameter measured 2.16mm which is within the specification of 2.13mm-2.21mm per extension line extrusion graphic. The proximal extension line inner diameter measured 1.4224mm, which is within the specification limits of 1.42-1.50mm per extension line extrusion graphic. The medial extension line outer diameter measured 2.17mm which is within the specification of 2.13mm-2.21mm per extension line extrusion graphic. The medial extension line inner diameter measured 1.4478mm, which is within the specification limits of 1.42-1.50mm per extension line extrusion graphic. The distal extension line outer diameter measured 2.16mm which is within the specification of 2.13-2.21 per extension line extrusion graphic. The distal extension line inner diameter measured 0.056" or 1.4224mm, which is within the specification limits of 1.42-1.50mm per extension line extrusion graphic. Functional inspection was performed to recreate the product's intended use. The IFU provided with this kit states: "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Both extension lines flushed as expected. The extension lines were tested for liquid leakage per amrq-000071 rev. 12 (bs en iso 10555-1 annex c) which states that no liquid leakage should form in one or more falling drops of water when tested at 300kpa for 30 seconds. Each extension line was separately attached to the leak tester, the distal tip of the catheter was occluded, and the leak tester was turned to 300 kpa for 30 seconds. No leaks were detected from any region of the catheter, including the extension lines; therefore, the sample passed functional leak testing. A manual tug test confirmed all extension lines were secure to their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested. The complaint of an extension line/luer hub separation could not be confirmed by complaint investigation of the returned sample. Visual analysis revealed all three extension lines were fully secured to their respective luer hubs. The catheter and extension lines passed all relevant dimensional and functional requirements. A device history record review was performed, and no relevant findings were identified. Based on the sample received and the available information, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "the luer-hub (white head) was broken and falling off from extension line." No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "the luer-hub (white head) was broken and falling off from extension line." No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the luer-hub (white head) was broken and falling off from extension line." No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).